Event description:
Pt used smile direct dental align product not under the supervision of a dentist and after a couple of days developed severe pain associated with moving her teeth into traumatic occlusion. Start date: (B)(6) 2019; stop date: (B)(6) 2019. Is therapy still on-going? No. FDA safety report ID# (B)(4).